Event description:
Patient had missed a refill and presented to the emergency room with symptoms of withdrawal including nausea, chills, itchiness, stomach cramping and lethargy. The physician then changed out the concentration in the pump due to drug availablity. The old medication was aspirated out and a bridge bolus was done with the new medication. The patient was admitted to the hospital for observation. The patient was feeling better within minutes of receiving the bolus and was reported as doing fine right now.